Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and resulted in 0 voltage. A review of the data log did not confirm the reported event of a pairing failed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Describe event or problem - correction " a review of the data log did not confirm the reported event of a pairing failed."

Event description:
A review of the share logs was performed and pairing failed error was found within the investigation window. The allegation was confirmed. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a pairing failure between the transmitter and smart device occurred. No additional patient or event information is available. Data was provided for evaluation. Data review did not confirm the reported event of pairing failure. A root cause could not be determined via data. The transmitter has been received for evaluation. A follow up report will be submitted upon completion. The reported issue of pairing failure is reportable based on the finding of transmitter failure error.